Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received several pump error alarms. The customer's blood glucose level was not provided at the time of the incident. The customer had several issues with the insulin pump, hardware low level failure, software error detected, and no motor movement. During troubleshooting, customer was able to clear the alarms and complete the rewind. The customer reported that the self test was failed. Displacement test was performed found no reservoir detected. The customer stated that the insulin pump was not exposed to a high magnetic field. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.